Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low out of range pacing impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Subsequent information was received that an invasive procedure was performed. The lead was surgically capped and abandoned. A new lead was successfully implanted without incident. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the local field representative that the device recorded episodes due to noise on this lead, however, the noise did not result in therapy delivery or pacing inhibition. A lead insulation issue was suspected. It was noted that the patient had received appropriate shock therapy recently, so the patient was given a life vest and tachycardia therapy was programmed off in the implantable cardioverter defibrillator (ICD) and a revision procedure was planned. No adverse patient effects were reported.